Event description:
It was reported that the programmer is slow to boot up. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer was slow to boot. It was also noted that the tab on the power cord bay was broken, the keyboard hinge was broken and the keyboard was out of place. (B)(4): analysis found that the lens was cracked and the cable was out of electrical specification.